Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect resulting in a system stop; it was reported that the patient disconnected the driveline while attempting to connect the device to battery power. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of seizure activity demonstrated through electroencephalogram could not be conclusively established through this evaluation. A review of the submitted log file from 15sep2020 through 26sep2020 found that the pump maintained a stable speed above the low speed limit without issue while the driveline was connected. No external power alarms were captured on (B)(6) 2020 while the device appeared to be connected to the mpu; the driveline was disconnected during the alarm on (B)(6) 2020 and was not reconnected to the backup controller for approximately 21 minutes per the controller log file timestamps. During all of the no external power alarms while the driveline was connected, the controller backup battery properly powered the pump until external power was restored. The system otherwise appeared to be operating as intended. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU lists neurologic dysfunction as an adverse event that may be associated with the use of heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms and what action(s) should be performed when they occur. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." The heartmate ii lvas patient handbook is also currently available. The patient handbook contains information regarding all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported vacuum failed part way during fragmentation. There was no patient movement or squeezing. Procedure was completed successfully manually. No reported patient injury.